Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 23-feb-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 188, 151, 170, 136 and 141 mg/dl. Customer also stated results were higher compared to another device. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer stated due to the meter results he had gone to the doctor on (B)(6) 2024. Customer stated his blood glucose test result was significantly lower on the doctor's meter. Doctor advised customer to contact manufacturer. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is (B)(6) 2025 and open vial date is (B)(6) 2024. The meter memory was reviewed for previous test result history: result 1: 188 mg/dl date: (b)(6 2024 time: 1:31pm non fasting result 2: 151 mg/dl date: (B)(6) 2024 time: 11:49am fasting result 3: 170 mg/dl date: (B)(6) 2024 time: 11:17pm non fasting result 4: 136 mg/dl date: (B)(6) 2024 time: 2:40pm non-fasting result 5: 141 mg/dl date: (B)(6) 2024 time: 2:38pm fasting.